Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away at home, during therapy with the homechoice pro device. The cause of death was unknown. It was reported the patient was not hospitalized prior to death. It was reported an autopsy was not performed. Therapy was ongoing prior to death and the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. External inspection was performed and no issues were noted. A sample analysis was performed and no device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: no device failure or malfunction was identified that could have caused of contributed to the reported event; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.